Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy-assisted proximal gastrectomy, the device was used for suturing mesentery. When taking the product out of the package, the thread and the needle had been disengaged and it was unable to be used. The event occurred during the procedure but the product was not used for the patient. The procedure was completed with another device.

Event description:
According to the reporter, during a laparoscopy-assisted proximal gastrectomy, the device was used for suturing mesentery. When taking the product out of the package, the thread and the needle had been disengaged and it was unable to be used. The product was not used on the patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle detached. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.